Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that unstable angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as unstable angina and had an abnormal fractional flow reserve (ffr) indicating ischemia prior to procedure and was referred for cardiac catheterization. Subsequently index procedure was performed. The target lesion #1 was located in the mid left anterior descending (lad) artery with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm study stent with 0% residual stenosis. The target lesion #2 was located in the third obtuse marginal (om3) with 80% stenosis and was 15 mm long with a reference vessel diameter of 2.25 mm. It was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent with 0% residual stenosis. One day post procedure, the patient was discharged on dual antiplatelet therapy (dapt). In (B)(6) 2014, the patient presented due to unstable angina and was hospitalized. The following day, isr of the previously placed study stent located in the mid lad was treated with placement of another unspecified stent.